Event description:
T was reported that during service, performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit screen was intermittently not powering on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional contact details: name: (B)(6). Department: bio med. Occupation: biomedical engineer. A getinge fse was dispatched to evaluate the issue. The fse reported that the screen was intermittently not powering on. To resolve the issue the display monitor to video generator board was replaced. The failure analysis and testing department received the parts associated with this complaint display monitor to video gen. Board (kit), htc video gen. Board (part of kit) , (B)(4) upper display monitor board (part of kit) , cable (part of kit) these parts were received with a reported unit failure message of top lcd would intermittently power on and sometimes would not power on. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the video gen. Board, upper display monitor board and cable into the cardiosave test fixture and tested all parts together and separately to the factory specifications per pn (B)(4) revision e and the cardiosave service manual pn (B)(4) revision r. The failure analysis and testing department could not verify the failure of top lcd works intermittently. All parts passed testing. Retaining all parts in the fat dept. As per procedure (B)(4) rev ap. Pn: (B)(4) is not rohs complaint. This is an issue with our current supplier ((B)(4)) as they cannot process the boards with the current equipment because it will cause cross contamination due to the lead. Unable to send this boards back to the supplier for further analysis. (B)(4) is not going back to supplier as the new supplier (B)(4) no longer accept (B)(4) boards for evaluation. Unable to send this board back to supplier for further analysis.